Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred before 8am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿300mg/dl¿ with the subject meter. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes with 25/75 combination insulin (30 units in the morning and 20 units in the evening) and in response to the alleged product issue they increased their dosage to 34 units in the morning and 24 units in the evening. The following morning at 4:30-6:45am the patient developed the symptoms of ¿numb body, dizzy, shivering and sweating¿. At 7am the patient¿s blood glucose was measured at ¿40mg/dl¿ on the subject meter, so the patient¿s father gave them some chocolate to raise their blood glucose levels. The patient continued to feel ¿shivering and sweaty¿ until around 7:30am, but reportedly felt better after an hour. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.